Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained for one patient sample when using the access 2 immunoassay system. Test results were not reported out of the laboratory. Three out of the four toxo igg test results for this sample were reactive. The sample was retested after the analyzer was serviced. The toxo igg test was non-reactive. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample was serum that was centrifuged for 10 minutes at 4200, aliquoted, and frozen in a timely manner. The lab protocol is to thaw, mix and centrifuge the samples prior to analysis. The toxo igg samples are batched and performed twice a week. Customer stated the sample in question had a clear appearance and the sample volume was adequate. Quality control (qc) was analyzed before and after the erroneous results and was within specifications. All patient results in the batch performed on (B)(4) 2010, were repeated and results were reproducible excluding the erroneous results. All results analyzed on (B)(4) 2010, including the qc, were tested using the same reagent pack. On (B)(4) 2010, the field service engineer verified the alignments and performed a precision run that met specifications. No hardware issues were noted. Root cause was not determined, but may be related to the alignments of the analyzer that were corrected by service. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.